Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, g3, h2, h3, h4, h6. The reported event was confirmed based on the gap reported identified in x-ray review. No product was returned or pictures provided; visual and dimensional evaluations could not be made. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a healthcare professional. Review of the available records identified a reverse total shoulder arthroplasty with widening of the glenohumeral joint, which is of uncertain etiology and clinical significance. The reported instability was deemed unrelated to the glenosphere and bearing. Information provided from the surgeon identified that the stem had been implanted to low in the humerus, resulting in a large gap between the humeral and glenoid component. Further review determined largest sizes of the humeral tray, glenosphere, and bearing were used. The complaint remains unrelated to the glenosphere and bearing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Manufacturer narrative:
(B)(4). D10: cat: 110030776, lot: 66058178, standard offset 40mm diameter glenosphere. Cat: 113608, lot: 65581557, comp primary stem 8mm micro. G2: foreign- new zealand. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient had a primary shoulder, and was revised one month post-initial implantation due to instability. No additional patient consequences were reported.